Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during the procedure, that the burner stopped working. Switch cords and still didn't work. The customer opened a new vh-4000 and used same cords and worked. The was a 3 minute procedural delay. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4). Updated sections: b4,d4,d9,e3,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The lot # 300449170 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.